Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the device clips would not hold after placing. The clips fell into the pt but were removed. There was no pt consequence.